Event description:
A vari-lase endovenous procedure kit was used in a clinical procedure. When the physician attempted to remove the dilator from the sheath, the sheath cap detached and blood backflow was observed.